Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating during use for cardiac monitoring, the device prevents acquisition of 12 lead ECG due to error on screen "sbc dll error". The device was restarted, and the issue was resolved. No impact to patient as the device was operational after reboot.